Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effects of worsening mr, worsening heart failure and hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated the reported slda appears to be related to the patient anatomy due to thickened anterior leaflet and a large left atrium. The reported mr was likely a result of the slda and the heart failure was a cascading effect of the mr. The reported hypotension was a result of procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat mixed mitral regurgitation (mr) with a grade of 4+. The anterior leaflet was difficult to visualize; however, the leaflet assessment was performed and satisfactory. One clip was implanted, reducing the mr to 1-2+. On (B)(6) 2017, the patient was readmitted to the hospital due to persistent heart failure symptoms. The mr had increased to 4+. It was found that the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second mitraclip procedure was performed for treatment on the same day. Two clips were implanted, reducing the mr to 2-3+. The patient had low blood pressure post procedure and was treated with medication. No additional information was provided.